Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 301942 lot 1811133 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It has been reported that one syringe s2 5ml 22ga 1-1/4in bd china has been found experiencing leakage before use. The following has been provided by the initial reporter: the syringe leakage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe s2 5ml 22ga 1-1/4in bd (B)(6) has been found experiencing leakage before use. The following has been provided by the initial reporter: the syringe leakage.